Event description:
When nurse checked IV noticed main IV "pouring in" and not being regulated by infusion pump. IV tubing left in pump and pump removed from service and sent to clinical engineering. Clinical engineering was not able to reproduce "free flow".